Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician was unable to advance a psr3d out of its sheath and into a penumbra system 3max reperfusion catheter (3maxc); therefore, the 3max and were removed. The procedure was successfully completed with aspiration using a penumbra system ace 68 reperfusion catheter (ace68). There was no noted issue or damage with the 3maxc after removal. In addition, there was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: the psr3d stent portion was damaged and clotted blood was observed on the stent portion in multiple locations. Psr3d stent was unable to be retracted into its introducer sheath; therefore, it was unable to be advanced into a demonstration 3maxc. Conclusions: evaluation of the returned psr3d revealed the stent portion of the device was damaged. This damage was likely a result of the struggle to advance the device into the 3maxc during the procedure. Some of this damage may have been a result of rough handling while packaging for return to penumbra. Further evaluation revealed clotted blood present on the psr3d stent. This is likely a result of not using a continuous flush line during this procedure. This blood contributed to the inability to retract the psr3d into the sheath during functional testing and may have contributed to the difficulty experienced during the procedure. Penumbra psr3ds are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician was unable to advance a psr3d out of its sheath and into a penumbra system 3max reperfusion catheter (3maxc); therefore, the 3max and psr3d were removed. The procedure was successfully completed with aspiration using a penumbra system ace 68 reperfusion catheter (ace68). There was no noted issue or damage with the 3maxc after removal. In addition, there was no report of an adverse effect to the patient.